Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fainting episode in late 2017, and again just recently. The clinician observed that patient had been in atrial fibrillation (af) around the time of the first fainting episode. It was also noted that the ventricular lead thresholds have been gradually increasing, and there was a high ventricular threshold warning observed upon interrogation. In addition, review of interrogation revealed that patient has had a lifetime of higher threshold, and one short v-v episode recorded. No action was take, and the ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.